Event description:
While opening supplies for surgical procedure, small pinpoint hole noted in bottom of total knee pack. This pack was removed from room and new supplies obtained. Pack ref # sop12knmfm, lot # 362084, exp date: [redacted date]. Cardinal health.